Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the md inserted sheath via left femoral artery. The intra-aortic balloon (iab) was inserted without incident. As md was removing the guidewire from iab it became stuck. As a result, the guidewire and iab with sheath were removed as one piece. Another iab could not be inserted because both femoral arteries collapsed. There were no reported pt complications.